Event description:
It was reported the lead tested consistent with a low impedance pathway. High voltage impedance indicated a short in the rv high voltage lead. Patient thought they "fried" the defib lead during a "cardioversion" and it need to be capped off. Further information reported the lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead tested consistent with a low impedance pathway. High voltage impedance indicated a short in the rv high voltage lead. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.